Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and suspected loss of capture (loc) on the left ventricular (lv) lead channel. The health care professional performed an in-office evaluation and noted changes in morphology during isometrics as well as phrenic nerve stimulation in certain pacing vectors. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician opted to turn the left ventricular (lv) lead pacing off and allow intrinsic activity to occur. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and suspected loss of capture (loc) on the left ventricular (lv) lead channel. The health care professional performed an in-office evaluation and noted changes in morphology during isometrics as well as phrenic nerve stimulation in certain pacing vectors. No adverse patient effects were reported. This system remains in service.